Manufacturer narrative:
(B)(4). Follow up for device evaluation. A report was received indicating the presence of visible particles, defective plungers, and excessive lubricant in 3ml luer-lok syringes. To support the investigation, ninety-six syringe samples and two photographs were submitted to the quality team for evaluation. All samples arrived in sealed blister packaging, with seventy units from lot 5015070 and twenty-six from lot 4352867. Upon inspection, ninety-one samples exhibited no observable defects. However, two samples showed excessive silicone, two contained an unidentified dark foreign material within the packaging, and one syringe displayed a torn stopper. No foreign matter was observed within the fluid path of any of the samples. One of the submitted photographs depicted a syringe in sealed packaging with the stopper not securely attached to the plunger rod. The second photograph showed the top web side of the blister packaging, including all relevant product information from lot 5015070. The conditions observed are non-conforming to product specifications and appear to be related to the assembly process. A device history record review was conducted for material number 309658, covering lots 5015070 and 4352867. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were associated with the reported condition. Both lots were inspected and accepted per the inspection control plan, approved for shipment, and deemed compliant with product specification requirements.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had visible silicone. The following information was provided by the initial reporter: multiple sku w/ visible particles, defective plungers, excessive lubricant. When did the incident occur? Before use please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: ¿ visible particles inside the syringe ¿ particles between the plunger and barrel space ¿ multiple white particles found inside the packaging ¿ defective plungers ¿ excessive lubricant the details of the rejected items can be found in the table below, and supporting photographs are attached for your reference. Ref no. Description size lot no qty received total qty received in pcs qty rejected % 309658 bd plastipak syringe 3ml 5015070 5box=1000 1000 89 8.9% 309658 bd plastipak syringe 3ml 4352867 1box=200 200 26 13.0%.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.